Event description:
A pt had a double lumen PICC (peripherally inserted central catheter) inserted in interventional radiology in 2003 because pt's existing PICC had fractured. The red port broke off from the PICC.